Event description:
It was reported that when using the bd pyxis¿ medbank tower item was not showing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item customer had approved did not appear on the cabinet; only the item that was being rejected was visible. A technical support specialist (tss) remotely accessed the cabinet and restarted the asp synchronization service. This action updated the item status in the patient profile from 'rejected' to 'approved'. The tss also reviewed the transaction in medbank myqlink (mql) and confirmed that the customer was able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the issue of the device.